Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone:(B)(6) section 9: FDA correction/ removal reporting no. (B)(4) two photos accompanied the complaint file and these show the shaft of the cerebase separated; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed in the photo and no further damages could be noted. A manufacturing record evaluation was performed for the finished device 31174930 number, and no non-conformances related to the malfunction were identified. This issue is being addressed through cerenvous quality system. The issue regarding a catheter fracture was confirmed based on the shaft separation observed. However, the issue regarding a catheter being impeded in internal carotid artery cannot be evaluated since a functional test needs to be performed. This investigation was performed based only on the photo provided. According to the information received the device was discarded and is not available for evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during treatment to the internal carotid artery. The physician opened the packaging of a cerebase guide catheter distal access (gs9090sd, 31174930) and upon inspection observed that the device was under good condition. The guide sheath was impeded in internal carotid artery and could not advance any more. The physician removed the device from patient for inspection, the guide sheath shaft was found to be fractured. A new device was switched to complete the procedure. The procedure was prolonged about 10 minutes. Additional event information received on 29-jan-2024 indicated that the device was inserted through a hemostasis valve. No additional intervention was needed to remove the device from the patient. The vessel was not excessively tortuous or with acute bends. The event did not result in any injury to the patient. The physician did not feel that the procedural delay was clinically significant.